Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the received (B)(6)sensor was smashed and missing the sensor patch. The customer experienced a seizure and had contact with a healthcare professional, who administered glucose via injection and unspecified diabetes and heart medications as treatment. The hcp also performed ECG and x-ray on the customer. No further information was provided. There was no report of death or permanent injury associated with this event.